Event description:
Reporter indicated that pt became depressed and considered suicide after increase in parameters, but it is not believed that this is caused by the "vns" but possibly by family problems and the fact that the pt has lost driver's license. Pt also complained of some pain in the neck area and has experienced more grand mal seizures than usual.